Event description:
It was reported the disposable exhibited a clamped clamp. The nurse physically intervened with the patients. Extension tubing was changed to another lot (in all 3 cases this lot was common). No visible problems with the tubing, and the system was correctly fitted and installed. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: no product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. B3: date of event is unknown.